Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a physician via health authority of (B)(6) pharmaceuticals and medical devices agency (regulatory reference number: (B)(4)). This case involves a (B)(6) female patient who developed intra-abdominal abscess whilst receiving treatment with seprafilm. No medical history, past drugs, concurrent condition and concomitant medications were reported. On (B)(6) 2014, the pt underwent caesarean section, upon which seprafilm was placed under vesicouterine excavation for prevention of postoperative adhesions. No meconium stain was present. On (B)(6) 2014, as pyrexia and pain developed, intra-abdominal infection (unk cause) was suspected. Culdocentesis was then performed, but no pus was aspirated. On (B)(6) 2014, intra-abdominal abscess was diagnosed. On an unk date, the pt underwent laparotomy and drainage, and her condition improved promptly. No corrective treatment was reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. Intra-abdominal abscess (intra-abdominal abscess). Reporting physician's seriousness assessment: not provided. Reporting physician's causality assessment: not provided. Seriousness criteria: intervention required. Pharmacovigilance comment: (B)(6) company comment dated (B)(6) 2014: this case concerns a pt who developed intra-abdominal abscess after placement of seprafilm sheet. Although the role of device could not be ruled out; however, lack of detailed info regarding patient's medical history, concurrent conditions, concomitant medications or clinical course precludes a comprehensive assessment of the case.